Event description:
It was reported that air leakage was observed when the customer attempted to inflate the balloon to adjust the catheter position after weaning the artificial heart-lung machine during use. Blood leakage was also observed into the syringe when the customer pulled the syringe after that. However, the balloon inflated and it was possible to place the catheter in the pulmonary artery during anesthesia induction. No patient injury was reported.

Manufacturer narrative:
One catheter was returned for evaluation with the monoject 1.5 cc limited volume syringe. An edwards contamination shield was seated on the catheter. No introducer was returned. The contamination shield was removed for evaluation. Blood was visible inside the balloon. A small puncture was observed in the thermal filament at 21 cm proximal from the catheter tip. After removing the filament, the puncture was noted in the catheter body at the same position. Leakage was confirmed at the puncture site when pressurizing the distal lumen. The proximal injectate, thermistor, thermal filament and optic lumens were patent without any leakage. The balloon did not inflate due to lumen occlusion with dried blood. It appears that the puncture penetrated the inflation lumen, based on the dried blood found in the lumen. No visible damage to the balloon or returned syringe was observed. Visual examinations were performed under a microscope at 10x and 20x magnification. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Although the customer report of leakage issue was confirmed there was no indication of a manufacturing defect noted during the analysis. Review of the available information suggests procedural factors may have contributed to the event. No actions will be taken at this time.